Event description:
It was reported the anchor would not detach from the handle during implant. Multiple attempts to follow up with the facility regarding this event have been made; however, no additional information was provided.

Manufacturer narrative:
The patient's age, gender and weight were requested but not received. Reference manufacturer report: 9019871-2012-00055.